Event description:
It was reported that the wire got fractured. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. After a rotational atherectomy procedure, the physician proceeded to remove the device by using dynaglide mode. However, when the rotawire was out from the patient, it was noted that the 11mm of the radiopaque distal tip was left in the lesion. The physician decided to stent the wire to the artery wall with a synergy stent. The remaining section was kept intact with good clinical result. No patient complications were reported.

Event description:
It was reported that the wire got fractured. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. After a rotational atherectomy procedure, the physician proceeded to remove the device by using dynaglide mode. However, when the rotawire was out from the patient, it was noted that the 11mm of the radiopaque distal tip was left in the lesion. The physician decided to stent the wire to the artery wall with a synergy stent. The remaining section was kept intact with good clinical result. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned guidewires spring tip was detached. The device had two kinks in the body of the guidewire located approximately 0.5 cm and 50 cm from the proximal end. The guidewire was fractured 155 cm from the proximal end. Dimensional inspection on the device that could be measured were performed and were within specifications.

Event description:
It was reported that the wire got fractured. The 80-90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. After a rotational atherectomy procedure, the physician proceeded to remove the device by using dynaglide mode. However, when the rotawire was out from the patient, it was noted that the 11mm of the radiopaque distal tip was left in the lesion. The physician decided to stent the wire to the artery wall with a synergy stent. The remaining section was kept intact with good clinical result. No patient complications were reported.